Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Concomitant medical products: c2tr01 crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a possible fracture. It was noted that the lv lead had high and undefined impedance measurements. Reprogramming was conducted and the lead was later replaced. No patient complications have been reported as a result of this event.